Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The information was received from healthcare provider via a manufacturing regarding a patient with paralysis with c6 and return of subluxation for acdf spinal therapy at c6/7. It was reported that the cage was expelled out of the disc space. The medtronic device is not at fault for the patients death. The patient had been in a traumatic accident and the patient's spinal cord had been severed at c6/7 and the survival chances were not very high. The product cannot be returned to medtronic as it is still in the patient, who is now deceased. There were no further complication reported.